Event description:
It is reported by pt's attorney that pt underwent bilateral knee replacement in 2003. Post-op, both knees were revised on oct 20,2004, where fixation pegs on both all poly components were found fractured.